Event description:
During an operational test of the laser system, the laser stopped firing at 112 shots. At this point the laser displayed error codes 40 and 56 on the control pendant. The ready button was pressed on the control pendant to resume test firing the laser. The laser went through a typical ready cycle with the exception of erroneously firing a single laser shot. The laser control pendant acknowledged the erroneous laser shot and advanced the laser shot counter from 112 to 113. The technician is certain the activation footswitch was not pressed as his foot was out of the laser switch housing. This could be potentially dangerous if a pt was positioned in front of the slit lamp while the aforementioned scenario occurred. This reporter recommends removing the pt from the front of the slit lamp whenever a reset or reboot of a photodisrupter/coag laser system is necessary. This event was reported via a phone call to the lumenis service dept.